Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown device manufacture date: unknown (B)(4). Investigation summary: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Root cause description: undetermined. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that pen and pen needle would not attach with a bd pen ndl 32g 4mm pro. This occurred on 100 separate occasions prior to use. The following information was provided by the initial reporter: when customer connected pen needle to toujeo pen, it didn't screw properly. The needle wasn't able to penetrate rubber seal perfectly, so it was difficult to remove air and insulin didn't come out well. But when using novorapid, it works properly.